Event description:
It was reported that after the intraocular lens (iol) was inserted in the right eye, it was noticed that it was cracked. It is unknown if the haptic or optic was cracked. The iol was removed and replaced in the same procedure. Another johnson and johnson iol was implanted (same model and diopter). No other medical or surgical interventions were required. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown as information was asked but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter first name: unknown/not provided. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: new information was received on mar 4, 2022, which provided the correct spelling of the reporter's last name that was incorrectly spelled on initial MDR 3012236936-2022-00175; therefore, it is captured in this supplemental report: section e1: reporter name and address: last name: (B)(6). Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 2, 2022 section h3: evaluated by manufacturer: yes section e1: reporter name and address: first/given name: (B)(6). Device evaluation: visual inspection under magnification revealed that the lens was received cut in half (with one half missing), which is consistent with a lens that was handled during removal. Based on the return condition of the lens the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.